Event description:
On (B)(6) 2011, patient reported having issues with her down arrow button on her infusion device for a long time now. Patient stated, there was another issue that caused her to stop using the infusion device all together but could not recall what the alarm was. Had patient insert a battery and attempt to put the infusion device into run mode. Patient reported, the infusion device was giving alarms telling us to check the time and date. Had patient check the alarm history and the latest alarm was an e7 (electronic error) message. Patient stated, she doesn't recall if that was the alarm that was causing her to stop using the infusion device. Patient reported, the issue started a while ago when she attempted to bolus and the down arrow button would not respond. Patient stated, the button pops back out. Patient is currently using her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.